Manufacturer narrative:
The device was returned to conmed for evaluation. Visual inspection found the tip of the device was broken as well as the shaft was bent. This is a technique dependent device and the most likely cause of this failure is user related and the use of excessive force on the instrument. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. A lot history review was conducted and this is the only complaint within the past two years for this lot number and failure mode combination. A two-year review of complaint history revealed 7 other similar device failure for this product family. (B)(4). A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. The instructions for use advise the user of the following. - do not use excessive force on instruments to avoid damage or breakage during use. - avoid unintended contact with other surgical instruments during use to prevent damage and breakage. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the user facility that during a right shoulder repair, the user took out the y1301 y-knot flex post deployment and found one tip of the applicator was missing. The tip could not be found with arthroscopic view. The procedure was completed with no reported surgical delay or patient injury. This report is being raised on a reported malfunction with potential for injury with recurrence.